Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the ion-selective electrolytes (ise) buffer valves, ise tubing and reference electrode which resolved the issue. No further issues were reported and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results on their au5800 clinical chemistry analyzer on (B)(6) 2026. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. Note: this MDR addresses the results generated on (B)(6) 2026. Refer to MDR 9612296-2026-00121 for results generated on (B)(6) 2026.